Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness; burning/smoke/electrical odor. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to third-party service center. During the evaluation of third-party service center, foam particles was not found. Additionally, customer complaint was not confirmed. The device's event log was reviewed by the service center and #20 error code found. All mandatory section has been updated/corrected. Coding section also updated.